Manufacturer narrative:
The reporter stated that the brown particle was located at the upper area of the drip chamber, and was less than ¼¿ in size. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that there was a brown embedded particle in the drip chamber. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set had a brown particle embedded in the IV line. It was not specified as to when in the process this was discovered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.